Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the spring load on the tubing clamp was stuck (would not close) on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.